Event description:
Thirteen months following intraocular lens (iol) implant surgery, a consumer reported distorted vision, occasional blurriness and pain in his eye. The consumer reported, he had been referred to a retina specialist who injected the eye with medications. The retina specialist also started the consumer on eye drops. The consumer reported his vision became worse following this. The consumer reported the only time he has relief from the pain in his eye is when he wears an eye patch for a couple hours. In a follow up, the surgeon reported the consumer had been diagnosed with vitreo-macular traction with cystoid macular edema. The surgeon did not feel the iol caused or contributed to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/12/2009 by fax and mail. A completed questionnaire was received on 11/16/2009.